Manufacturer narrative:
Citation: chmielak, z. Md. Comparison of mid-term results of transcatheter aortic valve implantation in high-risk patients with logi stic euroscore = 20% or <(><<)> 20%. Kardiologia polska (2016); 74, 3: 224¿230; doi: 10.5603/kp.a2015.0161 earliest date of e-publish/publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it cannot be determined whether this event has been previously reported.

Event description:
Medtronic received information via literature review regarding the comparison of mid-term results of transcatheter aortic valve implantation patients with a euroscore >20% verses <(><<)>20%. All data were collected from a single center between 2009 and 2011. The study population included 93 patients, 48 of which were implanted with a corevalve. The remaining patients were implanted with a no n-medtronic balloon expandable transcatheter bioprosthetic aortic valve. The study population was predominantly female; mean age 82.9 ± 5.9 vs. 78.7 ± 7.8 years). Serial numbers not provided. Among all patients adverse events included: moderate paravalvular leak (pvl), aortic annulus rupture treated with surgical repair, transient ischemic attack (tia), left bundle branch block (lbbb) and first degree heart block treated with the implant of a permanent pacemaker based on the available information, these events may have been attributed to a medtronic product. However as multiple manufacturers were noted in the literature, a direct correlation could not be made between the observed adverse events and the medtronic product. No additional adverse patient effects or product performance issues were reported.